Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "medication would not prime fully" could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 10013902 and lot#: 24089071 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd alaris smartsite low sorbing set had flow issues the following information was received by the initial reporter with the following verbatim. It was reported by customer that medication would not prime fully.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.